Event description:
Medtronic rep reported that the vertek arm at their site was damaged and that it could no longer be tightened. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device MFR date not available at the time of this report. The site work-around was to borrow a vertek arm from a sister site; they do not plan on replacing their vertek arm at this time.